Event description:
A customer contacted stryker to report that their device would intermittently not boot up during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker advised the customer that their device is unrepairable and is no longer under warranty. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would intermittently not boot up during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.